Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. Concomitantly, the patient underwent an excision of mesh. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent mesh removal on (B)(6) 2010 due to erosion, vagina pain and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4) - it was reported that the patient underwent implantation of an advantage device, not an ethicon tension free vaginal tape. Therefore, this is not an ethicon complaint.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05637. The same patient is represented in each medwatch. (B)(6).